Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from united kingdom to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there were no abnormality found at in-process inspection or at final control inspection

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): patient attended radiology for ultrasound guided drainage of right perirenal collection. The consultant radiologist injected lidocaine 2% to anaesthetise the tissue prior to inserting the drain. When he withdrew the needle he realized it had snapped off at the base and was still in the patient. Radiologist stated that he couldn't feel the needle under the palpation therefore couldn't attempt to extract it. He said he was puzzled as he hadn't hit the bone, there was no resistance and patient's skin was soft. Details of injury: retained needle. Action taken: needle hub retained with wrapper. Ll air called. Large label attached to the patient skin site to beware of needle still within tissues. Abdo x ray perfomed and needle could be visualised on xray. Documented within radiology notes.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used sterican 0,50x40 25gx1 1/2 dental 17/42 without package and 26 sterican 0,50x40 25gx1 1/2 dental 17/42 in original package. The used sample and the 26 original packed samples were taken to a visual examination. Damages or manufacturing faults were not detected at the samples in original packaging. At the used sample the cannula was broken off directly at the cannula hub. Only the cannula hub was handed over by customer. The broken off cannula was not handed over by the customer. The 26 original packed samples were taken to function test. The samples were inserted in a rubber stopper of a 100 ml "glass" bottle. No damages or a broken off cannula we could detect. Note: if we apply a large lateral force, a break off from the cannula out of the cannula housing is possible. The damage at the used sample resulted from a high lateral force, so we assume a problem during the application process and consider the complaint as not justified. We received three sterican 0,50x40 25gx1 1/2 dental 17/42 in original package. The samples were taken to a visual examination. Damages or manufacturing faults were not detected at the samples in original packaging. Further the samples were taken to function test. The cannulas were inserted in a rubber stopper of a 100 ml "glass" bottle. No damages or a broken off cannula we could detect. Note: if we apply a large lateral force, a break off from the cannula out of the cannula housing is possible. We consider the complaint as not "judgable".